Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the plastic distal end cover was chipped and cracked, the objective lens had the cement peeling, and the nozzle had debris inside. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. One or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process and therefore does not require any further investigation. See coding table for the pti reference number associated with these failure modes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.